Event description:
As reported, a 10mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system could not be retracted when the stent was releasing. There was also resistance felt when deploying the stent. The stent could not be released at all, and the entire delivery system was removed directly. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during deployment. The device was not kinked during its use. The delivery system was able to be removed in one piece. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 10mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system could not be retracted when the stent was releasing. There was also resistance felt when deploying the stent. The stent could not be released at all, and the entire delivery system was removed directly. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during deployment. The device was not kinked during its use. The delivery system was able to be removed in one piece. The device was returned for analysis. A non-sterile unit of ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the unit does not present any damages or anomalies. The device was not deployed as the stent is properly mounted on the device in the manufacturing position. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. Dimensional analysis was performed to verify the correct od of the stent crossing profile. Measurements were taken at two different places and results were found within specification. The returned unit was inserted into a prepared lab sample csi then withdrawn from the sheath. No resistance or friction was observed during the insertion/withdrawal testing. Functional analysis was performed to determine if the stent can be deployed as expected. The hemostasis valve of the stent delivery system was unlocked. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected and the stent was deployed. The stent expanded normally presenting no damages or anomalies. The reported ¿stent delivery system (sds)- withdrawal difficulty¿ and ¿stent delivery system (sds) deployment difficulty¿ were not confirmed during analysis of the returned device. The exact cause of the issue experienced by the customer could not be determined. Functionality of the deployment mechanism was tested with no difficulties noted. Additionally, the device passed dimensional analysis with no kinks or other damages noted to the device upon analysis. Therefore, based on the information available for review, it is likely procedural and/or handling factors contributed to the event reported as no anomalies were noted to the device during functional/dimensional testing. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 10mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system could not be retracted when the stent was released. There was also resistance felt when deploying the stent. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during deployment. The device was not kinked during its use. The delivery system was able to be removed in one piece. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.